Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the ER (emergency room) for positive ketones of 3.0 mmol/l . The pod was worn between 25 and 36 hours and reportedly fell off the infusion site, (leg). Symptoms reported include nausea, dizziness, and weakness. The patient drank water to treat their ketones. The patient was under observation and released 3 hours later.